Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part was replaced and light was returned to use. It was established that when the event occurred, the surgical light did not meet its specification due to the occurrence of paint chipping which contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years the reported scenario has never lead to serious injury or worse. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (x'ten / user manual / en / 0130103 / 3a, page 26) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of catalog# field deem required. This is based on the internal evaluation. #d4: previous catalog #: ard568211210c. Corrected catalog#: ard567825999/ard567825999.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 5th april, 2023 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.